Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 had failed. A field service engineer reported that the customer had recovered the failed pockets in drawer 1.1. The fse assisted the customer by replacing the pockets with new cubie pockets from the pharmacy. The fse then successfully installed the new pockets into the drawer. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failing. User tried to recover the drawer, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.